Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was attempted to be used to treat a lesion. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross the previously implanted stent. When the device was removed it was noted to have some struts lifted. The procedure was completed using another 3.00x34mm resolute onyx stent.the patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: device was attempted to be used to treat a lesion with severe diffuse stenosis in the lad. The device was inspected before use with no issues. Negative prep was performed. The lesion was pre-dilated. Excessive force was not used. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment of stent struts was evident to the 1st distal stent wrap. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.